Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("device embedded in uterus"), device dislocation ("migration of essure device location of device: uterine comua") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 37-year-old patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) in 2011 and oral contraceptive nos from 2012 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 2 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). In november 2015, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6)2016, underwent a pelvic surgery), and surgery (laparoscopic bilateral salpingectomy with hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain lower, the last episode of vaginal discharge, urinary tract infection and dyspareunia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, embedded device, fallopian tube perforation, intra-abdominal haemorrhage, pelvic pain, perforation, urinary tract infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff required surgical intervention to address her complications. Essure micro-insert placed bilaterally in the fallopian tubes with 3 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: placement of essure coils, full occlusion of tubes concerning the injuries reported in this case, the following one/ones were reported via medical records:embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- reporter information, patient details, product information, concomitant drugs, events- urinary tract infection, migration of essure device location of device: uterine comua, dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("device embedded in uterus"), device dislocation ("migration of essure device location of device: uterine comua") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 37-year-old female patient who had essure (batch no. A27187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperlipidemia. Concomitant products included levonorgestrel (mirena) in 2011 and oral contraceptive nos from 2012 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 months after insertion of essure, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In november 2015, the patient experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and the second episode of vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with hysterectomy).essure was removed on (B)(6) 2016. At the time of the report, the perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain lower, urinary tract infection, dyspareunia and the last episode of vaginal discharge outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, embedded device, fallopian tube perforation, intra-abdominal haemorrhage, pelvic pain, perforation, urinary tract infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff required surgical intervention to address her complications. Essure micro-insert placed bilaterally in the fallopian tubes with 3 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-jul-2014: placement of essure coils, full occlusion of tubes concerning the injuries reported in this case, the following one/ones were reported via medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery). At the time of the report, the perforation, intra-abdominal haemorrhage, pelvic pain, abdominal pain lower, abdominal pain and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, intra-abdominal haemorrhage, pelvic pain, perforation and vaginal discharge to be related to essure. The reporter commented: plaintiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: placement of essure coils, full occlusion of tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.